Event description:
It was reported to gore that a pt underwent an abdominoperineal resection procedure for pelvic exclusion where gore bio-a tissue reinforcement was used. Subsequently, the pt developed a small bowel obstruction and adhesions and the device was removed. Additional event specific info was not provided.

Manufacturer narrative:
Multiple attempts to acquire required pt and device (lot) info were made by gore.